Event description:
Bendamustine (B)(4) caused cstd tevadaptor syringe adaptor (b. Braun) to erode and leak within minutes of drawing the medication up, out of the vial and into the syringe. Medication was injected into the bag prior to occurrence. Diagnosis or reason for use: lymphoma.